Event description:
During the coil embolization of a right ophthalmic artery aneurysm, an embolism occurred. Immediately post procedure the patient was stable and was discharged three days post procedure in a stable condition with good recuperation. No other information was provided.

Manufacturer narrative:
(B) (4). The device was not returned to baxter therefore no evaluation can be performed. A 510(k) number will not be provided in the emdr as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s.

Manufacturer narrative:
(B)(4). The initial emdr sent for this complaint was sent in error as peritonitis cannot be related to a homechoice device.

Event description:
This is a spontaneous report by a nurse from (B) (6) of peritonitis in a male patient concomitant with unknown dianeal therapy for peritoneal dialysis (pd). On (B) (6) 2010, a facility nurse called the baxter technical service center (tsc) to request assistance with the supply bag. The nurse stated that a male patient was hospitalized on that day with a diagnosis of peritonitis. There was no allegation of device malfunction. On (B) (6) 2010 event information: bacterial pathogen, drug information, treatment and medical history were reported by the physician on (B) (6) 2010. The (B) (6) patient began peritoneal dialysis with dianeal-n pd-4 2.5 10l and extraneal 2l therapy intraperitoneally on (B) (6) 2008. On (B) (6) 2010, the patient was hospitalized with peritonitis manifested by peritoneal cloudy effluent and abdominal pain. Peritoneal effluent was examined on the same day. Gram stain and bacterial culture revealed klebsiella. From (B) (6) 2010 to (B) (6) 2010, the patient was treated with ceftazidime hydrate, vancomycin hydrochloride intravenously and cefazolin sodium hydrate intraperitoneally. On (B) (6) 2010, remedial medication was changed to meropenem hydrate intravenously. The reporter stated the peritonitis had bacterial etiology and it was not associated with the dialysates. The patient had not experienced other peritonitis for four weeks at the time of this report. The facility declines to provide additional information related to this event.